Event description:
Harmonic scalpel was being used during procedure: laparoscopic sigmoidectomy. Scalpel failed. Disposable piece was replaced and failed again. Hand piece and equipment was also replaced. After several attempts, the whole system was replaced with a new disposal piece, hand piece and machine. After visual examination a crack was noted at the tip of the disposable pieces (x2), which were obtained to be sent to the company. Harmonic scalpel: ref #(B)(4), lot #g9l288 and exp date 2015-08.